Event description:
It was reported to adac that the electron isodose lines were appearing even though the weight was set to zero. It appeared the isodose lines were not following the prescription. No injuries were reported as a result of this issue.